Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that redness, exudate and slight tenderness developed at the access site. The patient underwent groshong PICC placement from the left basilic vein under the ultrasound guidance on (B)(6) 2019 for cervical cancer chemotherapy. The puncture went smoothly. It was found during the dressing change on (B)(6) that the redness, exudate and slight tenderness developed at the access site. Then switched to alginate dressing. No redness was observed at the access siste during the dressing change on (B)(6)."